Event description:
Six dexcom g7 transmitters had a deployment malfunction. This is equivalent to 60 days of medical supply usage from a 90-day supply shipment. Each malfunction was the same. The sensor was applied to the upper arm and firmly pressed before injecting into the arm. The sensor flexible needle which reads the blood glucose levels did not penetrate the skin as it is supposed to and was protruding from a hole at the top of the device instead making it unusable. Referencing reports mw5170167, mw5170168, mw5170170, mw5170171, and mw5170172.